Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing was leaking at site on the first day. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 2 of 2. Patient city: (B)(6).

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2024-01687. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation, investigation findings, investigation conclusions.